Event description:
It was reported that the central lumen of the iab fractured during insertion. It was reported that the damage probably was caused by rough handling by the physician. The iab was removed without any pt complications.